Event description:
It is reported that the patient was revised due to pain and a strange noise. The x-ray revealed fragments of the femoral head and cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.